Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hair was found on the sterile art surface before insertion. The nurses noticed a hair on the sterile bearing when opening the sterile packaging. All nurses and surgeons were wearing sterile space suite gowns at the time. The hair was located on the art surface as per attached picture. The art surface was handed off and fortunately there was a second set onsite so a replacement was used from that set. There is no additional information available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product found there was a hair like debris found on the sealed area of the package. Medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The likely condition of the product when leaving zimmer biomet cannot be verified. A definite root cause of the reported issue cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.